Event description:
It was reported that the laser console could not be used, the device displayed error code 1319. The patient was under general anesthesia and could not be treated, the procedure was cancelled. No patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.